Event description:
It was reported that the user received a low glucose alert and hypoglycemia (69 mg/dl) on the ilet system while trending down from prior hyperglycemia, reaching high of 401 mg/dl. The user had not announced a meal, which led to reliance on corrective insulin and potential mismatch between insulin delivery and intake. Symptoms included hypoglycemia, hyperglycemia, and fatigue. Outcomes included self-treatment with fast-acting oral carbohydrates and recovery to a stable glucose of 94 mg/dl without need for medical intervention. Investigation included review of device data and the bionic report by support personnel with real-time user interview and education. Investigation of this case revealed missed meal announcement behavior and corrective insulin use that could affect the algorithm¿s dosing decisions. It was concluded that the event was related to user handling, specifically missed meal announcement, and that education on timely meal announcements was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.